Event description:
A report was received that the patient's pocket site was too high and was uncomfortable to the patient. The patient underwent a pocket revision wherein the pocket was moved down below the waistline. The patient was reportedly doing well after the procedure.